Event description:
The pt had a seroma. The health care professional (hcp) moved the device pocket from one side of the patient to the other and the seroma started again. The hcp was wondering if the patient was allergic to the device material and planned to do allergy testing. Additional information has been requested, a follow-up report will be sent if additional information becomes available.